Event description:
A physio-control loaner device was found intermittently inoperative on battery power, but functional on ac source. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the loaner inventory. Physio further evaluated the removed power supply assembly and determined the root cause for the reported incident to be two electrically leaky filters, designator fl4 and fl10, due to solder flux residue on the power pcb.